Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 3/5. The baxter technical service representative (tsr) explained the alarm. The tsr had the home patient (hp) check for leaks. The hp stated a supply bag fell and disconnected. The tsr assisted with ending therapy and advised the hp to notify the nurse about the alarm. The hp chose to continue therapy via manual exchange. The hp discarded the sample. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(4) 2010 and she stated that she was unaware of this report. The pd nurse stated she would follow-up with the hp. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.